Manufacturer narrative:
B3: event date is not known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is recharging with the wireless recharger and gets a shock sensation from the stimulator. Representative states it is intermittent and not every time, but it happens more commonly when they are placing it directly over their skin. Representative mentioned that the patient messes with it constantly and the impedances look good, but the twiddling puts a lot of wear and tear on it. The representative was not with the patient at the time of the call, so they were not able to troubleshoot. Rep stated they advised the patient to try using a cloth under the recharger. Agent reviewed positioning or adjusting therapy as able to see if that changes the sensation when charging. Rep states this began quite some time ago.